Event description:
The company was notified on (B)(6) 2015, that an adverse event occurred with a liberator 37 (sn: (B)(4)) that was described as: the lox dewar vented. He attempted to put flask on to fill whilst venting and sustained a burn to his hands. His wife also sustained a blister from it.

Manufacturer narrative:
The subject unit was returned for non-destructive testing. The unit was fully inspected and performed within specifications. The alleged incident described by the customer could not be replicated.